Manufacturer narrative:
It was reported that the screw came out of the block and then was broken. No patient involved in the case. The affected complaint device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure. The spiked cross bar has been disassembled from the cutting block, and the broken piece was returned. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. The cutting block was manufactured in 2008 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw came out of the block and then was broken. No patient involved in the case.